Event description:
It was reported that during a pta treatment procedure, inflation and deflation difficulties were encountered with the utra-thin sds balloon. The pt was asymptomatic during this event. The lesion being treated was in a tortuous subclavian artery. The balloon was inflated to 11atms, the gradually lost pressure. Attempts were made to maintain the pressure at 11 at6ms, but this was not possible. The ultra-thin sds balloon lost pressure to four atms, then could not be deflated any further. Attempts to deflate the balloon fully with the indeflator and a 20 cc syringe were unsuccessful. The ultra-thin sds balloon was able to be pulled back to the sheath, and was removed from the pt with the sheath. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.